Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: additional filter issues; set is not priming past the filter.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown; h.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-jun-2023. H6: investigation summary six used samples model 2202-0007 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. The sets were flushed with water and then primed with a 85% glycerin/ 15% water solution. The customer complaint that the sets would not prime past the filter was unable to be replicated. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: additional filter issues set is not priming past the filter.